Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: a review of the device noted an opening on the radius side, assessed as an unidentified tear. A missing piece of shell was assessed as inconclusive. The shell thickness was within specification.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to concern with the product. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a left-side rupture and left side exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/apr/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02may2024. Additional, changed, and/or corrected data:d6a.

Event description:
Healthcare professional reported left side rupture and exchange of textured device due to concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional called to report a left-side rupture and left side exchange of textured devices due to patient's concern with product. Device has been explanted.